Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and found that a proportional solenoid (psol) valve leak was detected. The se removed and refitted the pneumatic assembly by adjusting the air and oxygen psol valves properly. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator was inoperative. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.